Event description:
In 2005, the lay patient contacted lifescan alleging that his one touch ultra meter would not turn on. The medical affairs specialist (mas) sent a letter to the patient, as he could not be reached via phone. The patient last tested with the reported meter in 2005 and obtained a result of 352mg/dl while feeling sleepy. He took no actions to affect his blood glucose level following use of the meter. No information was provided regarding the patient's diabetes treatment regimen. At an unspecified date and time he was "feeling high" and called emergency services because his meter would not turn on. A result of 582mg/dl was obtained on the emt meter. Emt's treated the patient with 12 units of "r" insulin. The customer service agent (csa) confirmed that the test strips were correct and the battery was correctly installed. The battery was last replaced more than one year ago and the patient did not have a replacement battery. The csa walked the patient through pressing the power button and the meter did not power on. The csa advised the patient to replace the meter battery. The case is classified as an adverse event, as the patient attempted to test while symptomatic, the meter would not power on (likely due to an expired battery), and his treatment of hyperglycemia was delayed.